Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. The patient reported that since being implanted their implant has not really been as effective as they though so they are on different medications. The patient also reported that within the last year they have stimulation issues that have gotten worse including not being able to lay down with it because if they move a little they get zapped. The patient noted that they have not had it looked at in 2-3 years and that they do not have a managing healthcare professional (hcp) so they were sent a physician listings. No further complications were reported/are anticipated.